Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. During back light check, there was a portion of the el panel that was not lit due to damage el panel.

Event description:
Information received by medtronic indicated that the insulin pump¿s backlight did not work and never had worked since he got it and pump did not link up with fingerstick meter at all. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.